Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the cause of the longevity concern was normal depletion and the issue was stated to be resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported the following device settings: l: 2+ 1 0-+ 4.4 v 110 185 hz. The estimated longevity of 18.18 months to elective replacement indicator (eri) and 21.18 months to end of service (eos). The rep reported that the pair 2/0 had an impedance measurement of 1317 ohms. And 2/1 had 999 ohms. The rep reported that the hcp was concerned about the longevity of the battery. The rep reported that the patient was scheduled for a replacement surgery and confirmed that the right side battery was still ok. No patient symptoms reported. No further patient complications have been reported as a result of this event.